Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of twists in the modular cable was not able to be confirmed. The returned hm3 modular cable was in used condition; however, there were no deformed areas observed. Visual inspection revealed foreign debris inside the inline connector and the bend relief insulation was discolored. The returned modular cable was functionally tested and was found to function as intended. A full functional test was performed, and the cable passed all steps. The device history records was reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 patient handbook document, under section 5 ¿alarms and troubleshooting¿, explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-04129. It was reported that the patient was admitted on (B)(6) 2020 due to driveline infection. The patient was incompliant and in reduced physical condition. IV antibiotic treatment was started. The clinician then observed low voltage advisories during investigation and noted twists in both power cables and the modular cable. Log files were downloaded and analysis showed abnormal resistance in lines a and b. The modular cable and system controller were exchanged.